Manufacturer narrative:
(B)(4). Result of investigation: vyaire medical was able to verify the customer¿s reported issue during testing and evaluation. The ventilator failed the troubleshooting final test for non-conformances with the measured tidal volume and flow test. Bench testing revealed a malfunctioning flow valve was creating the non-conformance. Vyaire medical will replaced the flow valve to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was not delivering the set amount of volume. There was no patient involvement or harm associated with this reported event.